Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient had a fall on (B)(6) 2024, resulting in persistent pocket pain. A surgical procedure was performed to reposition the ipg deeper without complication. There was no report of patient harm or injury due to the event. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Event description:
It was reported that the patient had a fall in (B)(6) 2024, resulting in persistent pocket pain. A surgical procedure was performed to reposition the ipg deeper without complication. There was no report of patient harm or injury due to the event. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Manufacturer narrative:
(B)(4). The device history record was reviewed. No relevant non-conformances were found. Updated h6.